Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 297 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. The customer stated that she had to go to the emergency room to obtain a prescription for manual insulin syringes, since she had not received her replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.